Manufacturer narrative:
The lot number of the device was not provided. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of fiber broke. Investigation results: one lighttrail 600um reusable laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken. The fiber measured approximately 279 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. Given the condition of the returned device and without any other relevant event information, there isn't enough information to determine a probable root cause.

Event description:
A lighttrail 600um reusable laser fiber was returned to boston scientific corporation and examined on (B)(6) 2018. According to initial inspection of the returned laser fiber, it was broken along the body. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.